Event description:
Reportedly, the ICD was successfully implanted on (B)(6) 2017. Upon device interrogation the day after, an alert was displayed. It was decided to perform a test cardioversion. The alert message stating that 'the device was reinitialized [1] times since the beginning of life' was displayed afterwards. Proper device operation was observed during device interrogation performed in may 2021.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ICD was successfully implanted on (B)(6) 2017. Upon device interrogation the day after, an alert was displayed. It was decided to perform a test cardioversion. The alert message stating that 'the device was reinitialized [1] times since the beginning of life' was displayed afterwards. Proper device operation was observed during device interrogation performed in (B)(6) 2021.